Manufacturer narrative:
Corrections in d1 and d4: catalog, lot & UDI numbers. Additional information in d4: expiration date and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed in which two mobi-c implants were removed and converted to fusion due to loosening endplates and one endplate that was angled anteriorly. There were no reported patient impacts beyond the revision surgery. This is report two of two for this event.

Event description:
It was reported that a revision surgery was performed in which two mobi-c implants were removed and converted to fusion due to loosening endplates and one endplate that was angled anteriorly. There were no reported patient impacts beyond the revision surgery. This is report two of two for this event.

Manufacturer narrative:
D4: UDI number: (B)(4). The remainder of the UDI number is unknown because the lot number is not available. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2026-00003.